Manufacturer narrative:
The user reported that the system readings were different from their glucometer measurements. Based on the escalation analysis, a sensor replacement was approved and the device was requested for further evaluation. The returned sensor showed that a portion of hydrogel was observed to be missing from the long end of the sensor, which is most likely due to damage caused by excessive force applied by the removal clamps upon explant of the sensor and is unrelated to the user's complaint. There was still sufficient hydrogel over the optics, so functional testing was not affected. In-house testing showed no malfunction. A review of the in-vivo senseor data showed optical instability in sensor performance around the time of the reported discrepancies. This behavior could not be reproduced during returned product analysis, which can occur when conditions present in the body are not replicated in a laboratory setting. The root cause of the observed behavior could not be definitively determined, but may potentially be related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance. The user was provided with a replacement sensor as part of the resolution.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.